Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced hyperglycemia after the infusion set was pulled out when the patient dog jumped onto the patient stomach. The hyperglycemia was managed with insulin administered via the pump on (B)(6) 2026.